Event description:
Revision surgery - due to the shoulder being unstable, the pt tore the capsule in their shoulder. The surgeon removed all of the implants.

Manufacturer narrative:
The reason for this revision surgery was to address instability the patient developed after 4.8 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital for processing and not made available to djo surgical for examination. (B)(4). A review of the product complaint report history shows this is the ninth complaint for this product: two due to infection, one due to dislocation, five for stability/poor joint, and one revision. This is the first complaint for this lot number. The root cause of the instability was most likely due to the patient tearing the capsule in the shoulder. There are no indications of a product or process issue affecting implant safety or effectiveness.